Manufacturer narrative:
(B)(4). The product has been returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a tasp was returned fractured. Attempts to obtain additional information have been made; however, no more information is available at this time.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Visual examination for the returned product, found it to exhibit signs of repeated use nicked / gouged. And is fractured on the medial side of the post feature. All pieces were not returned. Medical records were not provided. Device history record (DHR) review was unable to be performed, as the lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. If any further information is, which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H6: component code: proposed component (annex g), code is: mechanical (g04), provisional bottom.